Event description:
During surgery the surgeon saw that the drill bit broke off into the patient bone. The broken drill bit remains in the patient.

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.